Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during a procedure performed to treat atrial fibrillation, an issue was encountered with farawave catheter irrigation. The catheter preparation was completed correctly, and irrigation was confirmed through both ports with adequate dripping observed proximally. However, once the catheter was inserted into the sheath, irrigation ceased despite the use of a pressure bag. Troubleshooting steps included catheter removal and manual purging with a syringe, but irrigation could not be restored. As a result, the catheter was exchanged, and the procedure was successfully completed using an alternate catheter. No patient complications were reported, and the patient fully recovered.